Event description:
It was reported that the threshold and impedance has been increasing over several years. Patient alert has now been triggered by high non-sustained ventricular tachycardia count, high short interval counts, and high impedance. Oversensing was also observed. Right ventricular sensitivity was decreased. It was further reported that the lead was capped and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A patient alert for out of tolerance subthreshold lead impedance occurred on (B)(4) 2011 02:15:03. Weekly pace lead impedance trend data shows a gradual increase for min and max rv pace = 992 to 1984 ohms peak between (B)(4) 2010 and (B)(4) 2011.

Event description:
It was reported that the threshold and impedance has been increasing over several years. Patient alert has now been triggered by high non-sustained ventricular tachycardia count, high short interval counts, and high impedance. Oversensing was also observed. Right ventricular sensitivity was decreased. The patient will be referred for lead revision. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.